Event description:
Lap sigmoid colectomy. Surgeon had difficulty getting the cs29 dlu in place trans-anally into position in the rectal stump. When the connection with the anvil was finally made via the port, device was closed for firing range, chevrons were achieved, and the device was fired. There was difficulty removing the anvil from the anastomosis. Surgeon finally removed it from the colorectal canal and there were two complete tissue rings observed, but the anastomosis was no longer intact. Staples were unformed and re-resection was required using another device.